Manufacturer narrative:
The reported lot # [7207788] was not found for the reported catalog # [381254]. Medical device expiration date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd insyte¿ IV catheter packaging was uncovered and the "seal was lifted". There was no report of exposure, injury, or medical intervention.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter packaging was uncovered and the "seal was lifted". There was no report of exposure, injury, or medical intervention.

Manufacturer narrative:
Investigation summary: DHR- a total of (B)(4) units were manufactured on afa line 6 on 30jul17 and packaged on pkg line 11 on 1aug17. All challenge, set-up and in process samples were performed according to the quality control plan and all passed per specifications. No quality notifications were initiated during production. Received one 16ga iag unit from lot number 7207788. All contents within were intact. The received unit was partially open at both ends the product characteristics require a minimum of 1/8¿ seal width with adhesive transfer from the top web paper to the bottom web film. This characteristic was met. The key variables that affect the packaging seal are seal transfer/width and top web adhesive presence. Both of these variables were included in the investigation. Conclusion(s): supplier ¿ defective material bd supplier oliver-tolas (ot) 29lp uses a standard reinforced paper that is common to many other suppliers, but the adhesive type and application is specific to oliver-tolas. There is sufficient evidence to demonstrate the ot material or adhesive application is the root cause. Due to continuous issues with ot, bd is moving to an alternate supplier for the top web material. CAPA 48637 was opened to investigate the package seal integrity complaints and implement corrective actions.

Manufacturer narrative:
The catalog and lot #s have been updated. The following information has been corrected: it was reported that the bd insyte autoguard shielded IV catheter packaging was uncovered and the "seal was lifted". There was no report of exposure, injury, or medical intervention. Medical device brand name: bd insyte autoguard shielded IV catheter. Medical device catalog#: 381854. Medical device lot#: 7207788. Medical device manufacturer: becton dickinson infusion therapy systems inc. Medical device expiration date: 2020-06-30. Unique identifier (UDI) #: (B)(4). Manufacturing location: becton dickinson infusion therapy systems inc. PMA/510(k)#: k952861. Device manufacture date: 2017-07-26.

Event description:
It was reported that the bd insyte autoguard shielded IV catheter packaging was uncovered and the "seal was lifted". There was no report of exposure, injury, or medical intervention.